Manufacturer narrative:
For the investigation the logfile and the replaced omniboard were analysed. The omniboard was tested, no malfunction was found. Other than initially descriped the logfile analysis revealed, that a patient was ventilated when the problem occured. The case was therefore found to be reportable. The self-test was passed with restrictions on the date of event, however the root cause for this is not clear. The IFU states that in this case further measures have to be taken to ensure patient safety. Nevertheless the device was put into operation. During operation it was found that the device performed several warmstarts in order to correct a found deviation by restarting the software. In this case the device briefly turnes off and on again. The logfile indicates that the user turned the device off and on again by the main switch as a consequence of the resulting screen not showing data, as it was reported by the user. It was not possible to identify a clear root cause for the found device behavior, however, after replacement of the omniboard the problem was solved. As no failure of the omniboard was identified during testing in the laboratory it can be assumed that most likely a loose connection at the omniboard has caused the issue. No further issues have occurred since the replacement. The field failure rate is monitored. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device passed a first system test of the morning. When tried to use the device, the screen turned white, therefore emergency manual mode was used. Turned off/on the power at the back of main body, but the screen did not display and turned black. It did not start up. After that, turned the main switch off/on again, but the same symptom was observed. Stopped using the device. No injury was reported.